Event description:
Procedure type: gastric bypass. According to the reporter: it was noticed after the firing that an (B)(4) was attached to (B)(4). The doctor had switch to an open procedure and hand sew the anastomosis. Bleeding was reported in excess of 250cc. The case was extended by 5 hours. There was unanticipated tissue loss reported. The estimated blood loss was 300ml.b. The tissue loss reported was 20cm of small bowel and 2cm of stomach.

Manufacturer narrative:
(B)(4).